Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and the ligator head were returned with the device. It was noted that the trip wire returned unloaded from the handle assembly. Additionally, the trip wire was kinked and cut. The ligator head returned with all bands attached and some of them were moved out from their original position. It was also noticed that the handle assembly presented marks of the trip wire being secured. The suture thread returned attached to the ligator head and to the distal trip wire loop. Further inspection shows that the ligator head were found damaged. The cut end of the trip wire was inspected under magnification and it showed that a mechanical tool was used to perform the cut. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No issue was noted with the handle assembly. The reported event was confirmed. The teeth of the ligator head were damaged/bent and the ligator head returned with all the bands attached and some of them were moved from their position. The bend/damage observed on the teeth may be related to user manipulation and/or an extra tension applied to the device. Once the teeth were damaged the suture can have trouble releasing the bands. The trip wire bent/kinked could have occurred during the device setup when securing the trip wire in the handle slot or by the technique used during the procedure. During microscope inspection it was determined that the cut presented on the trip wire was performed by a mechanical tool. This could be related to some technique applied by the user when trying to unload the trip wire from the handle assembly and endoscope. Therefore, the most probable root cause is of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a colonoscopy procedure performed on june 21, 2021. During the procedure, the band could not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the band could not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.